Manufacturer narrative:
D10. Concomitant products: cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while preparing prior to patient incision, on two devices, the needle broke off at the connection of the needle and thread. These issues occurred while removing the suture from the retainer. The issue was resolved by using sutures from another manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted suture and two needles could be observed in the image provided. The suture was observed to be tangled and therefore the condition and quantity of the suture present could not be fully evaluated. No signs of damage or breaks could be observed. The two needles were observed to be disengaged from any suture. No signs of damage to the swage could be observed from the image provided. The condition of the swage hole could not be evaluated from the provided image. It was reported that the needle broke off at the connection of the needle and thread. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.